Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's father behalf to claim intermittent audio output on (B)(6) 2015. The patient's father claimed that the receiver didn't make any sounds both in case of hypoglycemia and hyperglycemia and also when the alarm was set at 55 mg/dl. Additionally, at the time of the call, the distributor advised patient's father to test the alert functionality and patient's father reported alerts were functional. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause cannot be determined for the reported intermittent audio output or hypoglycemia.